Event description:
Additional information was received that the infection cleared after antibiotics therapy.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. (B)(4).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was not compliant with recovery instructions following implant surgery and the ipg site was bleeding, swollen, and painful. As a result, the patient was administered antibiotics. An infection at ipg site was later confirmed. As a result, the ipg was explanted.